Manufacturer narrative:
Additional information was requested, but not received. Product history record and batch records were reviewed. Documentation indicated the product met release criteria. There are no other reports in the lot. The lens was returned positioned incorrectly in a different lens case. There was dried solution on the lens. One haptic was bent in the gusset area. The optic was torn/split/cracked (possibly cut) into two pieces. The optic had a rejectable scratch and was nicked/chipped. There are no other reports in the lot. This report was mailed to FDA on:12/21/2007.

Event description:
Customer reported lens popped out of the cartridge suddenly during the operation, so that the posterior capsule was ruptured.